Manufacturer narrative:
During an internal review on 21-jul-2025, noted a correction to the 3500a initial as it should have included under h11. Additional manufacturer narrative, "this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000517 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a hemostatic valve separation issue occurred. Air was found in the sheath during puncture and the hemostatic valve was found to be damaged. The issue was resolved by replacing the vizigo sheath with another new one. The procedure was completed without any problems. Additional information was received. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. The issue was assessed as a MDR reportable hemostatic valve separation.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a hemostatic valve separation issue occurred. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 13-aug-2025. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed and the hemostatic valve was observed in place. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no leakage or issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. No damage was found on the hemostatic valve. The complaint was not duplicated, and it could not be confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was received on 04-aug-2025 clarifying that the air was found in the hub of the hemostatic valve. The hemostatic valve was broken/cracked. The hemostatic valve was not dislodged inside the hub nor outside the hub. The brim cap / hub did not become detached from the sheath. In addition, a concomitant product (versacross needle, vxw0001) was also provided. Therefore, updated the d10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).